Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 6pm on (B)(6)2018. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that within minutes of the alleged product issue occurring they developed the symptom of ¿sweating¿; however, did not require any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that this was not the first time the product had been used. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.